Event description:
It was reported that the patient experienced pain from using the bone healing system. The patient was using the device for a tibial fracture nonunion and was experiencing pain in his foot. The patient used the unit for one day. The patient saw his physician and was advised to stop using the unit. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device has not been returned.

Event description:
It was reported that the patient experienced pain from using the bone healing system. The patient was using the device for a tibial fracture nonunion and was experiencing pain in his foot. The patient used the unit for one day. The patient saw his physician and was advised to stop using the unit. No additional patient consequences were reported.